Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) for osteoporotic compression fracture at t12. It was reported that cement migrated toward the caudal intervertebral disc intra-operatively and the physician immediately stopped the filling. The physician commented that the "cavity might be too much created" and "the leakage was tiny at disc level". It was also reported that the cement was not stored at 23 +/-1°c for 24 hours prior to use. Cement was doughy and homogenous prior to delivery into the patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.